Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was disconnecting the following information was received by the initial reporter with the following verbatim it was reported by the customer that rn was going to administer an IV medication at hub-site closest to patient, per protocol. As rn was manipulating IV tubing (gently), the IV tubing disconnected at "weld-joint" just above IV access point on tubing. The IV tubing was still connected to the patient and only minor bleeding was noted from PICC. Rn clamped IV with blue-plastic hemostat as soon as disconnection was noticed.

Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection was conducted, and separation of the tubing was identified at the most distal y-site smartsite to the infusion set tubing. The customer complaint of separation other component - leak was verified. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, it was determined that the root cause for the issue was that the tubing was not inserted into the solvent dispenser correctly causing a lack of solvent issue with the assembly. An accessory to insure in the correct insertion of the tubing into the solvent dispenser was implemented in to the assembly fixtures. The possible lot numbers of the sample set was determined by tracing the smartsite ID numbers of the sample. A device history record review for model 2426-0007 lot number 24095347, 24095350, 24095360, 24095361 and 24095362 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.